Event description:
Nnp was pulling out the PICC line. Pulling steri strips, tegaderm and gauze off the skin when she noticed the PICC line had disconnected from the hub. The entire line was intact and removed from the baby. Maintenance IV fluids had been running at 2ml/hr but the gauze was not wet. PICC was removed and bagged for inspection. No package was found as PICC was placed days before incident. Can not confirm which lot # this device was from. We currently have 3 different lot numbers of piccs in stock. (18c016d, 17h034d, 17k001d). In this incident no harm was done to patient. Nnp confirmed that the entire line was removed and there was no recoil. Our concern is that this is a high risk device that should not fall apart. The potential for harm is great if the line were to snap and recoil back into the baby.